Event description:
This complaint is reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the stent delivery system balloon would not inflate. The 90% stenosed eccentric de novo lesion measuring approximately 2.5mm in diameter and 16mm in length was located in a non-tortuous and moderately calcified right coronary artery. The lesion was predilated with an unknown device. A 2.5x16mm taxus liberte' stent was advanced to the lesion. When the physician attempted to deploy the device the balloon would not inflate. The procedure was completed with another stent. No patient complications were reported. Patient status is listed as stable. Product analysis revealed a pinhole in the balloon and stent damage.

Manufacturer narrative:
(B)(4) - a visual and microscopic examination found that the middle to distal sections of the stent were damaged. The struts at these sections were squashed. There was a balloon pinhole leak noted at the distal end of the balloon. The balloon pinhole leak was just over the proximal end of the distal markerband. The returned device was connected to an encore inflation unit. The inflation device was pressurized to 12 atm for 60 seconds and the pinhole leak was observed. The tip and shaft sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)